Event description:
It was reported that the ventilator stopped delivering breaths with an audible alarm while connected to a pt. The pt was switched to a back-up ventilator. No pt harm reported (not ventilator dependant). The field service technician noticed the turbine appeared to be seized.

Manufacturer narrative:
Na